Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flex vision pc was failing. The flex vision pc has been replaced that the system was returned to use in good working order. Philips has started an investigation of the complaint.